Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, where it was noted that the implantable cardioverter defibrillator could not establish rf telemetry. However, interrogation with wand telemetry was possible. It was also noted that the patient was unable to send transmissions with the merlin transmitter. No intervention was performed and the patient was stable before, during, and after the interrogation.

Event description:
New information received on (B)(6) 2018, indicates that a device download was performed, and rf telemetry was restored.